Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and an insulin injection was administered to address the bg level. The customer did not know the cause of the high bg. As the customer was not experiencing a current high bg, tandem technical support advised the customer to discuss the past high bg event with a healthcare provider.